Event description:
The following was reported by the pt's attorney: in 1999 - pt underwent hernia repair with composix mesh. On (B)(6) 2010 - pt was found to have an abdominal wall abscess overlying the mesh. The abscess was incised and drained. On (B)(6) 2010 - pt developed and infection requiring excision of the infected mesh and small bowel resection. Pt required 9 days of hospitalization. The attorney alleges the pt suffered and will continue to suffer physical pain and harm. The pt suffered physical complications which required subsequent painful and unnecessary surgery. The pt was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The attorney alleges the pt developed an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Medical records have not been provided and no sample was returned for eval. With the currently available info, no conclusion can be drawn.